Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device wasn't helping her symptoms. The patient reported a loss of therapy. The patient reported that there was a fall that could be related to this issue. The patient reported that her device ¿hasn't been working for some time now and I turned it off when I had physical therapy and I can't get it to turn back on again.¿ the patient reported that the loss of therapy started ¿(B)(6)¿ 2016. The patient reported that she fell a month or two prior to the report and broke her left ankle and said, ¿it had nothing to do with the device.¿ additional information was received from the healthcare provider (hcp) on 2017-06-07. The hcp reported that they didn't see the patient for the reported problems. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.